Event description:
The patient was intubated with an endotracheal tube (ett) for several days. The vent is on a heated circuit. The heated circuit heats up the endotracheal tube causing it to become pliable. The tube is noted to bend easily causing kinking at times.